Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell into water while wearing the pump. Although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. The customer's blood glucose (bg) level was impacted 430 (mg/dl). The customer took a manual injection. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.